Event description:
Upon interrogation during a follow-up, the device has reportedly been found operating with nominal settings.

Event description:
Upon interrogation during a follow-up, the device has reportedly been found operating with nominal settings.